Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on august 31, 2016, omsc confirmed that the probe tip broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities.this MDR is regarding coating damage. Please cross-reference the following report about the probe damage: 8010047-2016-01048.this type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states.warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a bilateral salpingo-oophorectomy. Within 10 minutes of use, uncertain errors occurred. When the surgeon removed the device from the patient body to check it up, no irregularities were found. When the surgeon put the device into patient again and then sealed the ligament, he noticed the probe tip was fallen off into the patient. The device was replaced with a different device and the intended procedure was completed. After the intended procedure was completed, operators find the fallen fragment without an open surgery. There were no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on august 31, 2016 confirmed that the coating on the outer surface of the jaw had partially come off.